Event description:
It was reported that the customer was hospitalized for lbgs. The perceived cause for lbgs was that the customer was cleaning the house proir to the event. Troubleshooting was done and there were no significant findings. The customer was instructed to contact md to discuss possible causes for lbgs. It was indicated that the pump is operating as designed.